Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source using the tandem-provided wall adapter, despite plugging the wall adapter into multiple outlets. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was in the 150-170 mg/dl range. Reportedly, the alert cleared and the pump successfully began charging after the customer used a car adapter to charge the pump. The customer continued to use the pump for insulin therapy.